Manufacturer narrative:
The reported malfunction was observed and the hv module was replaced to remedy the problem condition. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 122" and pacer fault 126" messages. Complainant indicated that there was no pt involvement in the reported malfunction.